Event description:
It was reported that this patient went to the ER after experiencing dizziness and being lightheaded. The lead presented loss of capture and out-of-range high impedance measurements. It was found through x-ray and fluoroscopy that the lead was fractured due to a subclavian crush. The patient underwent a surgical procedure to replace the lead. During the procedure, the lead helix was unable to retract. This lead was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. The outer coil conductor resistance measured as an electrical open, indicating a fractured or broken conductor. A helix mechanism test failed due to the helix housing being clogged with dried blood/body fluid. A fractured outer coil conductor was observed ~19.7 cm from the terminal end. Fracture characteristics are consistent with clavicle/first rib damage. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this patient went to the ER after experiencing dizziness and being lightheaded. The lead presented loss of capture and out-of-range high impedance measurements. It was found through x-ray and fluoroscopy that the lead was fractured due to a subclavian crush. The patient underwent a surgical procedure to replace the lead. During the procedure, the lead helix was unable to retract. This lead was successfully replaced. No additional adverse patient effects were reported.